Manufacturer narrative:
H6: c19-the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on march 6, a patient was to be implanted with 8mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat sfa pseudoaneurysm. The viabahn device was advanced via v18 wire guidewire to target lesion. A high resistance was felt when pulling out the deployment line. The physician removed the device out of patient as he was afraid of further issue. Another two 8mm x 5cm viabahn device were used to complete the procedure. No partial or stuck deployment was confirmed. According to evaluation result, it was found that there was partial deployment of the outer zipper.

Manufacturer narrative:
H6: d14 - further review determined that this event is not reportable as partial deployment may be caused by manipulation outside patient not inside the procedure. The initial report 2017233-2024-04857 was submitted in error and is hereby retracted.